Event description:
It was reported that the customer's insulin pump alarmed displayable history crc check failed on startup. The customer's blood glucose was 143 mg/dl. Troubleshooting was done. The customer stated that the alarm occurring during normal use of the insulin pump. Advised customer that this was normal insulin pump behavior. The customer stated that the alarm occurred six times. Advised customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
A47 alarm was found in the alarm history file due to corrupted history file. No unexpected lost sensor alarm noted. Pump passed the self test and passed the a21 error test. No a21 alarm noted. The insulin was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and with the glucose meter. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.